Event description:
Additional information reported that a transfusion was given for the previously reported gi bleed event and the patient recovered.

Event description:
One endeavor sprint drug eluting stent was implanted in the rca during the index procedure. A gi bleed was reported approximately 25 months post index procedure. Patient was hospitalized. The investigator indicated that the event was not related to the study device.

Event description:
Clinical event committee meeting minutes adjudicated that approximately 24 months post index procedure the patient suffered an mi. It is not assessed if the mi was related to the device. Approximately 25 months post index procedure the patient suffered a second gi bleed. The patient was discharged two days later without aspirin and without clopidogrel. It was not assessed if the events were related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): evaluation, results: (B)(4)inherent risk of procedure (mi, hemorrhage).